Event description:
The report of the incident is not available, the ambulance service will not release it to care ctr. Ambulance service was called to care center to transport a resident to the emergency room at medical centre, due to hematuria. After the resident was taken out of care center, an incident occurred in which the family of the resident have reported the ambulance cot tipped over. The resident sustained a head injury resulting in his death.